Event description:
The physician was using a pacific xtreme balloon to treat a lesion in the sfa. The lesion exhibited 80% stenosis, severe calcification and was non tortuous. The device was inspected and prepped prior to use with no issues noted. The lesion was pre-dilated once. The device was being used with a 6fr is and a 0.018 gw. During the procedure the balloon burst at 12 atm (under the recommended burst pressure) on a subsequent inflation. It was confirmed the device was moved between inflations. A subsequent pacific balloon was open, however the lesion was too tight and the 2nd balloon could not be moved down. The lesion was treated with by ballooning with the subsequent pacific balloon and a cordis balloon. No patient complications reported, patient is well and stable.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (80% stenosis, severe calcification); no results available since no evaluation performed (device or procedural images not provided for review); related to operational context (balloon burst on a subsequent inflation, event most likely procedural related); no device returned. Conclusion: device failure/lack of effectiveness related to patient condition (80% stenosis, severe calcification); unable to confirm complaint (device or procedural images not provided for review); operational context caused or contributed to the event (balloon burst on a subsequent inflation, event most likely procedural related). (B)(4).